Event description:
It was observed during device evaluation that the colonovideoscope produced a flickering image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue is traced to expected or random component failure without any design or manufacturing issue, due to an electrical/electronic component problem. The performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.